Manufacturer narrative:
The lot number was provided; however, we are unable to provide the complete unique identifier (UDI) #. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with an alternate device. There were no patient complications as a result of this event.